Event description:
It was reported that the pump failed to alarm for air-in-line when air was visible in the infusion line during infusion of potassium chloride (20 meq) in dextrose 5% saline solution. It was observed there were "many bubbles approximately a quarter inch long throughout the entire tubing." The intended infusion rate was 125ml/hour with a total volume to be infused of 1000ml. The issue was discovered at 1330 and the patient was also receiving an infusion of tylenol 500mg/50ml at a rate of 200ml/hour. There was patient involvement, but no harm or impact.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module failed to alarm for air in line was not confirmed during log review or reproduced during testing. ¿ laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. ¿ external and internal inspection process was performed on the pump module; there were no issues or anomalies identified during the inspection of the suspect device. ¿ the event date was reported as (B)(6) 2025 at 1330 (1:30 pm). ¿ review of the pcu and pump module error log showed no errors were recorded on the reported event date. ¿ the pump module event log showed the device in use on (B)(6) 2025 attached to the returned pcu s/n (B)(6) as channel a. The air in line setting for single air bolus was set to 250 l with accumulated air enabled. ¿ on (B)(6) 2025 at 11:09 pm the rate of the primary infusion was changed to 125 ml/hr and the volume to be infused (vtbi) was changed for 1000 ml at 6:29:38 am on (B)(6) 2025. ¿ on (B)(6) 2025 at 12:05:53 pm a secondary infusion of acetaminophen was programmed with a rate = 200 ml and volume to be infused (vtbi): 50 ml. The infusion completed at 12:21:06 pm. ¿ the pump module was channel off at 1:26:29 pm with total primary volume infused of 1775.36 ml and total secondary volume infused of 100.041 ml. ¿ there is multiple smaller single air bolus settings (50 l, 75 l, 125 l, 175 l, 250 l) available to the customer, if more sensitivity is desired in air in line detection. However, the profile guardrails may override individual system configuration settings. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the pump module failed to alarm for air in line is suspected to be due to single air boluses being too small to trigger at the 250? L setting. Laboratory testing showed the ail was detecting air within specification.

Event description:
It was reported that the pump failed to alarm for air-in-line when air was visible in the infusion line during infusion of potassium chloride (20 meq) in dextrose 5% saline solution. It was observed there were "many bubbles approximately a quarter inch long throughout the entire tubing." The intended infusion rate was 125ml/hour with a total volume to be infused of 1000ml. The issue was discovered at 1330 and the patient was also receiving an infusion of tylenol 500mg/50ml at a rate of 200ml/hour. There was patient involvement, but no harm or impact.